Event description:
Pt delivered spontaneous vaginal delivery. Heart rate less than 100. Respiratory therapist attempted to ventilate pt with bag, bag not working properly. Heart rate continued to drop. "Tr" intubated pt and gave mouth to "ent". Pt responded and was weaned to room air and extubated. Bag found to be missing valve mechanism.